Manufacturer narrative:
Functional evaluation of the returned autopulse platform was performed and a blank screen displayed upon powering up and therefore the reported complaint was confirmed. The processor board was replaced to remedy the issue and once completed, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and found the front enclosure of the platform was damaged. This defect may be related to normal wear and tear as this platform has exceeded its 5 year usage life with manufacture date of 08/18/2010. Archive review was not able to be performed due to a blank screen observed during the initial evaluation. Additionally, unrelated to the reported complaint the pdb (power distribution board) revision and load cell amp cabling were updated. Once completed, the autopulse passed the ltrf (large resuscitation test fixture) testing and final functional testing with no issue or faults observed historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial (B)(4).

Event description:
It was reported that during shift check the autopulse powered on and showed blank display on the screen. Customer reported that the platform lights were all lit and made a clicking noise with the lower lights flashing on and off. No patient involvement was reported.